Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , there was a bluetooth connection issue between the transmitter and the g5 mobile application. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be determined. A root cause could not be determined.